Event description:
Customer stated that false positive results were observed with one cord sample using the mts abd/abd gel cards lot # 082709053-10 (exp 08/23/10). Initial cord sample was tested and positive reactions were observed with anti-a, anti-b and anti-d microtube (3+); an interpretation of group ab, rh positive. Sample in question was retested using traditional tube method and a positive reaction was only observed in the anti-d column; interpretation is group o, rh positive. Sample was sent to a reference lab for confirmation and results were confirmed to be a group o rh positive.

Manufacturer narrative:
Ocd performed a batch record review, inspection of retained lot, and retained testing. All results were satisfactory. Customer stated that they had not inspected cards prior to use. Upon troubleshooting issue with ocd call center, the customer inspected other cards from that lot and found crystallized amorphous material in four sleeves of the same lot.